Manufacturer narrative:
Additional information has been provided by failure analysis that was not included on the initial device evaluation: the insulin pump passed the displacement accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. The customer's blood glucose was 500 mg/dl at the time of the incident. The customer's blood glucose was 159 mg/dl at the time of call. The customer stated that they treated her high blood glucose with insulin fluid and went down to 254 mg/dl. The customer stated that they treated her high blood glucose with the insulin pump. The customer also reported that she experienced nausea, vomiting and abdominal pain. The time of the hospitalization was 9:30am and the date of the hospitalization was (B)(6) 2015. The customer stated that the drive support cap was flush. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to revert to back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a broken reservoir tube lip, cracked battery tube threads and minor scratches on the lcd window.